Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was objectively confirmed based on the information available to date. Available information suggests patient factors likely contributed to the event as a history of diabetes mellitus was reported per medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years, 11 months, and 11 days post transfemoral tavr with a 29mm sapien 3 valve the valve failed due to stenosis and had significantly reduced ejection fraction of ten percent. The patient presented with shortness of breath and was hospitalized for over two days. Echo revealed an ejection fraction of 32 percent with a mean gradient of 27 mmhg and aortic valve area of 0.6 cm2. Echo also showed mild tricuspid regurgitation. The sapien tavr showed calcified bioprosthetic leaflet thickening of left/noncoronary bioprosthetic leaflets and minimal halt. A thv in thv was performed using a 26mm sapien 3 ultra resilia valve. The valve was successfully implanted. The patient is stable and has been discharged home.